Event description:
A facility reported a cerelink icp ventricular catheter was kinked and the sensor could not give measurements. The sensor was implanted on (B)(6) 2022, explanted and replaced on (B)(6) 2022.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The microsensor was returned for evaluation: DHR: there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: the sensor was totally encapsulated in foreign matter, the catheter was severely mashed and the internal catheter wires were broken. Therefore, testing was not possible. The complaint could be verified through failure analysis. Root cause: the internal wires of the catheter were broken, and the material of the catheter was mashed. The supplier determined root cause to be due to mishandling of the catheter. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis.

Event description:
N/a.